Manufacturer narrative:
The qc recovery data provided was acceptable. It was found that the customer centrifuges patient samples for 5 minutes at 4500 rpm, which may be too short and too fast. The alarm trace did not contain a conspicuous event on the day of the event. The field service engineer (fse) found an issue with the pinch tubing and crystallization on the ise bath assembly. The fse replaced and cleaned the pinch tubing, primed the reagents, conditioned cartridges, and performed ise checks. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c (501) module. For sample 1, the initial na result was 168 mmol/l with flag. The customer was prompted to repeat the sample due to the data flag. The sample was repeated twice and the results were 134 mmol/l and 139 mmol/l. The result of 134 mmol/l was deemed correct. For sample 2, the initial na result was 158 mmol/l with flag. The doctor questioned the result and the sample was repeated. The repeat result was 136 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is l25. The expiration date was not provided. The investigation is ongoing.